Manufacturer narrative:
(B)(4). Batch #: 194a15. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received for analysis, out of the sterile package and was noted to be damaged and bent at the proximal end. The reload was received unfired. Upon evaluation of the reload, the reload pan was noted to be partially dislodged at the proximal end from the left side, with 6 double drivers missing and 1 double driver out of position, and the sled was noted to be misplaced on the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that before the surgery, open the packing and noted that some sled fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.